Manufacturer narrative:
(B)(4). Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the tlif surgery was performed due to lumbar spondylolisthesis to fix l4/5 on (B)(6) 2019. During the surgery, a foreign material like a needle came out from the maker holder. The surgery was completed by holding the bone maker with another instrument. There was no surgical delay and there was no adverse consequence to the patient. No further information was provided by the hospital.

Manufacturer narrative:
Product complaint # (B)(4). UDI: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual inspection found that the leaf spring was broken off from the body of the shaft. Leaf spring was not returned. This will affect the intended use of the instrument. An image of the fractured surface shows a rough appearance across the entire surface indicating that the leaf spring underwent a static overload failure. A review of the device history record could not be performed as the lot number is unknown. Although the part was returned, no lot number could be taken directly from the sample as the lot number etched on the device was wiped off. The root cause of the leaf spring breaking cannot be determined from the sample and the information provided. However, noted damage suggest that the leaf spring was subjected to unanticipated forces during the process, resulting in the breaking of the leaf spring due to static overload failure. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4).